Event description:
Previous bare metal stents used. The physician decided to deploy stent. Before stent exited the sheath the physician noticed the stent had come off the balloon. The sheath was removed with the balloon, stent still inside, stent moved back onto shaft.

Manufacturer narrative:
We are currently awaiting the return of the device for investigation. A follow-up report shall be submitted once the eval is completed.